Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 444 mg/dl and was treated for high blood glucose. The customer reported that they received a motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.